Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 ventilator indicating that a 110a "proximal pressure sensor autozero failed" alarm error occurred. It is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that a 110a "proximal pressure sensor autozero failed" alarm error occurred; the 110a error code was found logged in the diagnostic report (drpt). A service quote was sent to the customer for approval, but the quote was canceled as the customer will perform the repair. Therefore, no work order (wo) was generated. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired by philips, a new service order will be opened and will be captured through philip's normal complaint procedure.